Event description:
The sheath covering the needle would peel back and cause patient's blood to seep out on the access device, not filling the blood tubing. This was exchanged for another/ similar device and no further incident occurred. No identified harm to the patient.